Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during an endoscopic submucosal dissection (esd). No information was provided regarding any other equipment or accessory used in the procedure. The equipment settings employed during the esd were also not provided nor any details of the operation. Per the report, the electrode tip became detached from the body of the knife. Finally, no patient information was given to erbe.

Manufacturer narrative:
The hybridknife® flex t-type (knife) was sent to erbe for an examination (note: it included the tip and holder.). The electrode tip was no longer attached to the holder (i.e., the body). Specifically, the weld seam connecting the electrode to its body was no longer intact and had eroded. Based on the reported incident, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incident.